Event description:
It was reported that the patient had an infection at the ipg site. Symptoms noted were pus and opening of the incision. The physician confirmed that the infection was not device or procedure related. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5086373/5108212.